Manufacturer narrative:
E1 reporting institution name: (B)(6). Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer reporting oxygen device failed and oxygen not available alarms occurred on the v60 ventilator. The device was in clinical use. There was no report of harm. There was neither delay in therapy nor medical intervention other than a device exchange for an alternative v60 ventilator to continue therapy. The device did not meet specifications for intended use and was removed from service. A medical engineer (me) confirmed the reported issue in review of the device event log. The codes logged were cbito2device failed (error code 1111) and o2 unavailable (error code 1208). The me checked the oxygen supply source such as the tubing but reported there was no issue. The investigation is ongoing.

Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and reported the issue could not be duplicated during testing. The pse reported the occurrence of "check vent: oxygen device failed" (diagnostic code: 1111) and "oxygen not available" (diagnostic code: 1208) in the event log. Further investigation on the two alarms confirmed the device to be operating per specifications; no failure was identified.